Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly however, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump has minor scratched display window, cracked display window corner at bottom right side, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 106mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.